Event description:
Caller states patient came to the hospital with low blood glucose symptoms and tested 3.5 mmol/l on lab value. 30 minutes later patient tested hi (greater then 33.3 mmol/l) and 24.4 mmol/l on performa system 1. Approximately 1 hour later a lab value returned as 2.0 mmol/l. One hour later, patient tested 0.6 mmol/l and lo (less then 0.6 mmol/l) on performa system 1 and 10 minutes later, patient tested 17.8 mmol/l and 16.8 mmol/l on performa system 2. Patient then tested 1.6 mmol/l on an advantage system. Physician treated the patient with glucose and low blood glucose symptoms improved. Requested return of suspect device.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.